Event description:
It was reported that pump displayed non-resettable malfunction alarm malf 1 with no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump.